Event description:
It was reported that revision surgery was performed due to pain. It was reported that the patient's symptoms began within 2 years of the devices being implanted and that swelling also occurred. The acetabular shell and femoral stem remained implanted.